Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the ecr60d package was visually inspected for seal integrity. At receipt of the sample, the seal of the package was partially pulled apart. While the seal tab area was partially separated, the seal was still present and the device was still considered to sterile. The package was opened and an ultraviolet (black) light was used to visualize the seal transfer on the package. It was verified that the seal transfer was present and that at the end of the packaging process that the seal was intact. At an unknown time, the seal was partially pulled back. The complaint is not confirmed.

Event description:
It was reported that before an unknown procedure, the seal of the sealed package was nearly unstuck. The package was not opened. Another device was used to complete the case. There were no adverse consequences to the patient.